Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the lead exhibited low impedance, loss of sensing, and high capture threshold. The lead was not used and a new lead was implanted.